Event description:
It was reported that the patient had ventricular tachycardia (vt) that the device diagnosed as supraventricular tachycardia (svt). The patient was asymptomatic. Programming changes were made. The patient was stable.